Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male was implanted with an impella cp device for mechanical circulatory support. The complainant reported that upon arrival, the patient was shocked twice by life flight for ventricular tachycardia (vt) and experienced multiple complications during impella cp support. Patient was placed on impella after an unsuccessful stent. The pump was placed, repositioned, and vt resolved. Impella sterile sleeve was torn during placement, slight oozing at impella site. Tegaderm was placed on the tear to resolve the issue. The following day, additional oozing was noted at the site. Gauze was added to support the repo sheath coming out of peel away. Support was maintained with the implanted pump throughout the event.